Manufacturer narrative:
Photo analysis: device photograph(s) for the device related to the reported event rupture requested on february 16, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device exchange (rupture was observed during explant surgery).

Event description:
Healthcare professional reported "during explant surgery, wall of the right breast implant was completely disintegrated with gross spillage of silicone within the breast capsule". This record is for the right side. Device has been explanted. Capsulectomy was performed.